Event description:
A voluntary medwatch form was received from a facility indicating that a system message was received and the system shut down in the middle of a vitreo-retinal procedure and could not be restarted. Pt impact is unk at this time. Additional information was requested.

Manufacturer narrative:
The company representative examined the system and was unable to replicate the problem reported. Preventive maintenance was performed. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).